Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during an ablation procedure. The physician reported that the starter wire frayed within versacross sheath during prep. No patient complications were reported. The procedure was completed using an alternate device. The product is not available to return for analysis (disposed).